Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had been insufficient or incorrectly reprocessed. A patient who underwent an endoscopic examination using the gastrointestinal videoscope on september 11th was infected with cjd (creutzfeldt-jakob disease). Since the product was used by that cjd patient on september 11th, and then reprocessed in oer-6, it was used by a total of 22 people by october 16th. At present, no health damage has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. No clear deviations from the instructions for use were found. Based on the results of the investigation, the root cause was unable to be identified. However, it is likely that the event occurred since when the device was first used, the patient was not aware that he was suffering from creutzfeldt-jakob disease (cjd), and the case was performed without that knowledge, and the disease was discovered later. The event can be prevented by following the instructions for use (IFU) which state: "reprocessing manual "chapter 1 general policy 1.4 precautions ". Warning: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, please follow the respective guidelines in your country. The endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed." Olympus will continue to monitor field performance for this device.